Event description:
The hl20 was used with a rotaflow centrifugal pump. During operation they stopped the pump and clamped the tube. When the clamp was taken off the tube and the pump dial was turned they got error codes and did not get any flow. The rotaflow unit was replaced by another one and they got a "run away" error and no flow. The rotaflow unit was replaced again and the case could be finished. No patient injury was reported.

Event description:
Reference number: lss-vo5233